Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous posterior descending artery of the right coronary artery (rca) and atrioventricular (av) of the rca. After plain old balloon angioplasty (poba) was performed with a non-bsc balloon catheter for ten times, a 16 x 2.25 promus premier¿ stent failed to cross the lesion. Parallel wire technique was used but the issue was not resolved. The device was then removed from the patient and upon inspection, it was noted that the distal stent strut was found to be turned up. The procedure was completed with a non-bsc balloon catheter without stenting. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).